Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer obtained a falsely elevated architect magnesium result while using the architect c4000 analyzer. Ths sample generated an initial result of 6.6 mg/dl and repeat on a second architect generated 1.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the analyzer and replaced the nozzle, c4, #2, #3 (rohs) (ln (B)(4)), the nozzle, c4, #1, #4, #5 (rohs) (ln (B)(4)) and the nozzle, c4, #6 blank (rohs) (ln (B)(4)). The replacement of the parts resolved the issue. A review of the service history for the architect c4000 identified no additional contributing factors. A review of manufacturing documentation and trending data for the c4 nozzles identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained a falsely elevated architect magnesium result while using the architect c4000 analyzer. Ths sample generated an initial result of 6.6 mg/dl and repeat on a second architect generated 1.9 mg/dl. No impact to patient management was reported.